Manufacturer narrative:
(B)(4). This report is regarding the right atrial (ra) lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) had pacing failure. Through x-ray it seemed that this lead had moved position, but it was unclear and the lead was monitored. Loss of capture was scattered in both electrocardiogram (ECG) and intracardiac electrogram (egm) and the r-wave amplitude was unstable, so a dislodgement was suspected and a lead revision was performed. The right atrial (ra) lead was also slightly pulled and the capture thresholds were increasing. The physician tried to reposition this ra lead but helix could not be retracted and seemed entangled with the myocardial structure which made unable for the lead to be manipulated. Eventually, both of the leads were explanted and new leads were then implanted, this concluded the procedure. These leads are not expected to be returned. No additional adverse patient effects were reported.